Event description:
It has been reported to philips that when the system was started it, the geometry movements were not available. The system was in clinical use. There was no reported patient or user harm. Troubleshooting actions showed a problem with the geometry pc. The fse replaced the geometry pc, reloaded the software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and verified that the geometry movements were not available. After reviewing log file, fse identified that geometry movements partly available and found the geo ipc computer intermittently won't boot. Fse replaced the geo ipc and loaded the software. After replacing the geo ipc, the system was returned to use in good working order. The defective part was returned for analysis and the failure analysis of the ipc and new bios showed that the cause of the ipc new bios failing was the motherboard having swollen and damaged capacitors. The codes were updated based on the investigation outcome.